Event description:
It was reported that on (B)(6) 2018 an artificial urinary sphincter (aus) was implanted to control patient urinary flow. Then, on (B)(6) 2025 the patient deactivated the device because of cystitis (blood in bladder). On (B)(6) 2025, the physician could not reactivate the device, patient tried several times a day since but have still been unsuccessful at reactivating. Patient is waiting for directions.

Event description:
It was reported that on (B)(6) 2018 an artificial urinary sphincter (aus) was implanted to control patient urinary flow. Then, on (B)(6) 2025 the patient deactivated the device because of cystitis (blood in bladder). On (B)(6) 2025, the physician could not reactivate the device, patient tried several times a day since but have still been unsuccessful at reactivating. After this, the patient called indicating that since (B)(6), he has experienced a void difficulty and due to this, he has to sit on toilet. It was also stated that has to press and cycle the device more than once to void completely and, he experiences a burning sensation with urgency, but it subsides after emptying the bladder. It was also reported that after this, the patient confirmed the cuff closes too quickly (4 seconds), and it does not allow him for full empty of bladder. The device was explanted on (B)(6) 2025.

Manufacturer narrative:
Concomitant component cuff UDI# (B)(4). Concomitant component pump UDI# (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met manufacturer's specifications prior to shipment. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Manufacturer narrative:
Correction to field h6: patient codes. Correction to field h1: impact codes.

Event description:
It was reported that on (B)(6) 2018 an artificial urinary sphincter (aus) was implanted to control patient urinary flow. Then, on (B)(6) 2025 the patient deactivated the device because of cystitis (blood in bladder). On (B)(6) 2025, the physician could not reactivate the device, patient tried several times a day since but have still been unsuccessful at reactivating. After this, the patient called indicating that since (B)(6), he has experienced a void difficulty and due to this, he has to sit on toilet. It was also stated that has to press and cycle the device more than once to void completely and, he experiences a burning sensation with urgency, but it subsides after emptying the bladder.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that on (B)(6) 2018 an artificial urinary sphincter (aus) was implanted to control patient urinary flow. Then, on (B)(6) 2025 the patient deactivated the device because of cystitis (blood in bladder). On (B)(6) 2025, the physician could not reactivate the device, patient tried several times a day since but have still been unsuccessful at reactivating. After this, the patient called indicating that since (B)(6), he has experienced a void difficulty and due to this, he has to sit on toilet. It was also stated that has to press and cycle the device more than once to void completely and, he experiences a burning sensation with urgency, but it subsides after emptying the bladder.